Manufacturer narrative:
G4:02apr2021. B4:06apr2021. The manufacturer's product support engineer (pse) evaluated the device and the reported issue was unable to be confirmed by an operational check that was performed. Since an occurrence of proximal pressure sensor auto-zero failed was confirmed in the event log, data acquisition board will replaced to prevent a recurrence. The pse replaced the data acquisition board to prevent a recurrence. The device passed all testing and operated within the manufacturing specifications and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 23feb2021.

Event description:
The customer called into technical support (ts) reporting that the device displayed check vent: proximal pressure sensor auto-zero failed" alarm error code. The customer reported there was no patient involvement at the time the issue was discovered.